Manufacturer narrative:
Report source: foreign: (B)(6). PMA/510k: this part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Similar product codes: kwq, mni, mnh, nkb, osh. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with stenosis suggested for spinal surgery. Event was a during use event. It was reported that fixation was performed at t9-l2 on (B)(6) 2020. After that, radicular symptom at l2 appeared, so decompression and fixing range extended to l3. Patient symptoms were reported as adjacent segment disease after operation. Decompression was performed at l2-3 and fixation was extended to l3 as an additional treatment. Levels implanted: t9-l3; patient outcome: health damage reported; device status: remains implanted in patient. No further complications reported.